Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose which kept rising. Customer treated with a glucagon shot. Customer then had low blood glucose and woke up sweating. Customer's blood glucose readings at the time of call was 120 mg/dl. Troubleshooting could not be performed as customer hung up the call.